Event description:
It was reported that the system will sometimes turn itself off and when powering on the console, the technologist felt an electric shock through her arm. No injury reported and no medical intervention needed. A field engineer was dispatched to the site and was unable to confirm the reported issue. The power switch was replaced. Per the technologist, no further issue since the repair.